Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was failed. User tried to recover the drawer, but issue persists. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the drawer was failed. A field service engineer (fse) inspected the machine and found that the latch hard stop assembly screws had broken off, requiring repair. Later, the fse repaired the latch catch and ran diagnostics, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.